Manufacturer narrative:
(B)(4). The pipeline flex has been received and evaluation of the device is anticipated. A follow up MDR will be submitted when evaluation is complete.

Event description:
Medtronic received information that a pipeline flex did not open during a flow diversion procedure. The patient was being treated for two aneurysms - one in the left ophthalmic internal carotid (ica) and the other in the cavernous ica. The aneurysms were previously ruptured and saccular. Landing zone artery size was 3.8mm distal and 4.6mm proximal. The vessel was severely tortuous. The devices were prepared as indicated in the IFU. A flow diversion device was placed over the ophthalmic aneurysm and another flow diversion device was placed over the cavernous aneurysm without issue. The physician planned to place a third flow diversion device between the two to remove the seams. A pipeline flex device was attempted and did not open on the distal end. Various deployment techniques were attempted (unsheathing, pushing, etc.) At various point in the anatomy. In addition, the device was resheathed between two and four times. These attempts were unsuccessful in opening the distal end. The pipeline flex was removed by pulling it back through the catheter. Finally, a new flow diversion device was placed successfully. Post-procedure angiographic result showed stagnation. There was no rep ort of patient injury as a result of this event.

Manufacturer narrative:
Type of follow up - additional information, device evaluation. Device evaluated - additional information. (B)(4). Because the pushwire was not returned for evaluation, the distal and proximal ends of the braid could not be determined. Both ends of the braid were found to be fully open with fraying damage. Based on the product analysis findings and the reported event details, the complaint of pipeline flex failure to open was not confirmed. It is possible that the patient¿s tortuous anatomy contributed to the reported experience. The damage to the braid at both ends is possibly the result of the physician resheathing the device more than the recommended two times. The IFU (instructions for use) includes a warning ¿do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. Resheathing the pipeline flex embolization device more than 2 cycles may cause damage to the distal or proximal ends of the braid.¿ all braids are 100% inspected for uniform outer diameter, as well as damage and irregularities during the manufacturing process. Mdrs related to this event: 2029214-2016-00003 2029214-2016-00004 2029214-2016-00005 2029214-2016-00006.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.